Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 06/30/2018 and strip open date is (B)(6) 2015. Reviewed meter memory (meter time and date is not set): 112mg/dl (B)(6) 2015 12:00:00 pm fasting:no; 107mg/dl (B)(6) 2015 01:06:00 pm fasting:yes; 100mg/dl (B)(6) 2015 01:05:00 pm fasting:yes; 128mg/dl (B)(6) 2015 08:32:00 am fasting:yes; 122mg/dl (B)(6) 2015 08:06:00 am fasting:yes. Memory concerns: with 112mg/dl, 107mg/dl and 100mg/dl. Customer ran a glucose control test today at 12:00pm and got result of 112mg/dl(nonfasting). Customer stated his normal result is 120-130mg/dl (fasting). He opened test strips (B)(6) 2015 and stores them in the kitchen.